Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. After delivering applications, the catheter was being pulled out to do a post-map and it was noticed a drop in the blood pressure and a pericardial effusion was observed in the intracardiac echocardiography (ice). A pericardiocentesis was performed to solve the issue. The patient is stable and expected to successfully recover. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.